Manufacturer narrative:
The foot control device was not received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received for the USA regarding a foot control device in which the metal end of the cord that plugs into the device was "run over" and "flattened" after surgery. No injuries or medical intervention were reported. No addtional information is available.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and observed that the connector at end of cord was damaged. Evidence and customer report indicate this was due to mishandling at customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).